Event description:
The complainant reported that while the patient was on impella cp support, the patient had an episode of ventricular tachycardia. The impella was turned up to p6 to help support the ventricle. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.